Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have the main tube broken. The instrument was broken at the distal end. Fragments from the tip of the main tube was missing and was not returned. The main tube was separated from the proximal clevis. The distal tip was returned. The distal tip measuring proximately 1.85¿ x 0.31" was returned with the instrument. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The instrument was found to have a broken pitch cable at the distal end. Please note that this is the new design, and the crimp is not readily visible during failure analysis. From engineering review, the crimp will not fall out unless the grip assembly is severely damaged. There is no material missing. The complaint regarding damaged forceps was confirmed by failure analysis. Common causes of the failure mode broken instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently breakage. Common causes of broken - distal instrument grip cables, whether partial or full, are commonly attributed to damage to the cable through external collisions, during transport/storage, during use, or during reprocessing. Common causes of the failure mode broken - distal instrument pitch cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. A review of the provided image was performed, and the image of the instrument is consistent with the alleged issue of damaged forceps.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.